Event description:
The fast cath introducer 14f was introduced into the patient's femoral artery. Bleeding started via the valve membrane, so the dilator had been taken out and the guidewire inserted. The device was replaced with another fast cath introducer 14f which did not stop the bleeding. A third fast cath introducer was used, but the bleeding persisted. The procedure was canceled due to the risk of increased bleeding. The procedure will be repeated in 2 days through the other leg. Reference 3005334138-2018-00144 for first product and 3005334138-2018-00145 for second product.

Manufacturer narrative:
Product evaluation: the reported event of a leak was confirmed. The results of the investigation revealed that there appeared to be a gap at the hemostasis seal slit. Functional testing revealed the presence of a leak at the hemostasis seal. The location of the hemostasis seal slit was found to be within specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the hemostasis leak is consistent with the gap at the hemostasis slit. The cause of the gap at the hemostasis slit is consistent with damage during use. The fast-cath introducer instructions for use (IFU) cautions the user to not attempt to advance or withdraw guidewire if resistance is felt. Use fluoroscopy to determine cause. The fast-cath introducers instructions for use (IFU) recommends the user advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.